Event description:
During an unknown procedure, it was reported by the affiliate that the gasket fell into the patient. There was no patient consequence. Additional information received on 4/16/97. It was clarified that the gasket was retrieved from the patient.